Event description:
It was reported that the patient presented in-clinic for follow-up. Externalized conductors were noted via fluoroscopy. No electrical anomalies were detected. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.